Manufacturer narrative:
Unit received with unresponsive up arrow buttons due to corroded keypad traces. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the up arrow button was not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.